Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the device, and the distal tip and broken threads of the anchor at the side. A piece of the broken anchor seems to be trapped in the tip of the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force upon insertion, or off-axial insertion. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that, during an arthroscopy, the healicoil anchor was malleted until the first thread of the anchor was in the bone, the suture limbs were tightened, and as the anchor was being descended into the bone with the orange dial, the implant started to completely disintegrate. The procedure was successfully completed with a surgical delay of less than 30 minutes using a competitor device. No further complications were reported.